Manufacturer narrative:
Received two (2) new list #146870489 primary plum sets, two (2) new list #b30183 15 drop admin set, two (2) new list #v1921 braun secondary IV sets and one (1) new list #b1339 ext set. As received no damage or anomalies were observed on any of the sets returned. Each primary plum set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on either set. In attempts to replicate the customer experience a primed primary plum set was attached to a b1339 with a braun secondary set at the secondary port, each attached to an ICU medical provided IV bag and a test infusion as described by the customer was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. Then the primary plum set was attached to a primed 15 drop admin set w/0.2 micron filter at the secondary port, each attached to an ICU medical provided IV bag and a test infusion as described by the customer was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted the complaint of the tubing empties but there is a few ml of the drug left in the dropper chamber of the secondary tubing and a proximal occlusion pathway b could not be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occured on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported it is more difficult to give the drug taxol, as a secondary route on the plum pump, when a filter is added. Programming: total volume = 294ml in 60min, i.e. 294ml/h). The set-up was as follows: main tubing: 14687-28, secondary route: v1921 (bbraun) + b1339, or main tubing: 14687-28, secondary route: b30183. Almost at the end of the infusion, the tubing empties but there is a few ml of the drug left in the dropper chamber of the secondary tubing. The pump sounds proximal occlusion pathway b/check pathway b and the fluid remains in the dropper chamber. It happened a few times. The issue happened a few times, she had no exact date. The tubing was flushed with the help of the plum pump's retrograde purge function and the remainder of the medication was infused into the patient. There was only a little medication left in the dropper chamber. This medication can only be infused by opening the small window on the dropper chamber. There was no visible defect or cut noted on the tubing. No patient was harmed.